Event description:
Customer retired for the night at 9:30 pm. During the night, customer experienced a diabetic coma and lost control of their bladder. They woke at 9:30 am and called their neighbor for help. Neighbor brought orange juice to customer to raise glucose levels. Customer was not treated by medical personnel. Testing was conducted on the fingers.